Event description:
Patient undergoing latvh/bso. Halfway through the case, the everest bipolar forcep sparked inside the patient. The petal was being pushed, but the sparks came off the tips, and it was not cauterizing between the jaws.